Event description:
It was reported that during a neck dissection procedure, two reusable ligaclip appliers are used at the same time, while the surgeon is using one the other is loaded. One of the reusable clip appliers would not spring back into normal position resulting in both incorrect positioning of the clip (clip was squashed on one side) and not being able to grasp to clip at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the specific product code for this device? Was device stuck on tissue? Was user able to open device (clip appliers would not spring back into normal position)? If so, how was device opened? Was there any tissue damage? If so, how was tissue repaired and patient treated?

Manufacturer narrative:
(B)(4). The analysis results found that the lx107 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.